Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medex¿ clear-cuff pressure infusor did not hold pressure. It was noted the event "probably" occurred while in use with a patient. The fault occurred after the device had been cleaned "several (minimum four) times". No injury was reported. See MFR: 3012307300-2017-01022 and 3012307300-2017-01066.

Manufacturer narrative:
Three used devices of unknown lot were received for evaluation without original packaging. Visual inspection of the devices determined the devices were assembled correctly per manufacturing specifications. One of the three devices was received with a broken manometer. Functional testing of the devices involved pumping the devices to 300mmhg and set for 24 hours to determine leakage. The device with the broken manometer was unable to be inflated. It was observed that the other two devices leaked and pressure dropped below 150mmhg. The source of the leakage was unable to be determined. A review of the complaint history identified similar complaints. A review of the device history record of the same product number identified that rework was conducted on leaking devices and a leaking problem had been identified due to a supplied cuff. Based on the evidence, it was determined that the complaint was confirmed and the root cause was attributed to a supplier issue.